Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per additional information that a patient with a 23mm 11500a aortic valve implanted in the pulmonic position has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 5 years, 10 months due to moderate insufficiency. Planning on a transcatheter pulmonic valve. Per medical records, cardiac workup shows rv-pa homograft obstruction with a gradient of 64 mmhg with moderate plus insufficiency.

Manufacturer narrative:
Manufacturer narrative: updated sections d4 expiration date, g3, g6, h2, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors, structural valve deterioration or nonstructural valve dysfunction. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Central regurgitation can also develop due to non-structural valve dysfunction (nsvd) such as pannus/host tissue overgrowth on to the leaflets leading to abnormal coaptation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: section b5, and h6 health effect - clinical code.

Event description:
It was reported and per additional information that a patient with a 23mm 11500a aortic valve implanted in the pulmonic position has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 5 years, 10 months due to moderate insufficiency. The patient is asymptomatic. Planning on a transcatheter pulmonic valve. Per medical records, cardiac workup shows rv-pa homograft obstruction with a gradient of 64 mmhg with moderate plus insufficiency.

Manufacturer narrative:
Manufacturer narrative: updated sections g3, g6 and h2. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including history of tetralogy of fallot and patient age at implant. Corrected data: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population.

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 health effect - impact code.

Event description:
It was reported and per additional information that a patient with a 23mm 11500a aortic valve implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 6 years, 28 days due to moderate insufficiency. The patient is asymptomatic. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was stable post procedure and discharged home on pod#1. Per medical records, cardiac workup shows rv-pa homograft obstruction with a gradient of 64 mmhg with moderate plus insufficiency.